Manufacturer narrative:
This report is submitted on 22 june 2020.

Event description:
Per the clinic, the patient experienced skin irritation and pain at abutment site and subsequently was treated with topical steroids and antibiotics. Clinical management is ongoing.